Manufacturer narrative:
Results: review of device MFR record history confirmed device met pre-release specifications. The warnings section of the IFU state: w.l.gore and associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis with heparin bioactive surface in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis with heparin bioactive surface or the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis with heparin bioactive surface resulting in deployment failure or other device malfunction. Do not withdraw the gore viabahn. Endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/ or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem.

Event description:
Pt presented with a stenotic lesion in the left superficial femoral artery. From a contralateral approach, the gore viabahn endoprosthesis was advanced over the bifurcation, and through and previously implanted endograft (unk MFR). The gore viabahn endoprosthesis was unable to be advanced to the target site. The gore viabahn endoprosthesis 'became elongated' at the transition area of the delivery catheter. Reportedly, the physician also attempted to pull the device back into the introducer sheath. The gore viabahn endoprosthesis was deployed in the right external iliac artery. When the catheter was withdrawn, the catheter tip had become separated. A snare was used to retrieve the catheter tip from the pt. From the popliteal artery, another gore viabahn endoprosthesis was successfully advanced and deployed without any issues.